Event description:
After hearing of general recommendations and seeing it's broad use, I tried razor products that left injuries to my legs and arms and other related areas later. I was only 12 and did not know how to correct said problems. The need for a razor was evidently not present prior to use and during, but because it was used anyway, it did as a result cause harm and injury. Several other substitute products have been tried to remedy the side effects, but only worsen it and because of the open wounds it created, infection or the need for hair keeping has presented itself, creating a substantial amount of problems. I lost part of my vision not long after this and as a result (approximately the following year or two), it has complicated my other symptoms and problems. I have not regained my vision, and the skin damage is still present. Neither health complication is well managed. FDA safety report ID # (B)(4).